Manufacturer narrative:
At the time of the 1-year follow-up on (B)(6) 2011, the aneurysm neck was 7.5mm, and the neck to sac ratio was 7.5mm:7.5mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.0mm. The occlusion rate of aneurysm was 100%. Mrs on (B)(6) 2011 was 0. At the time of the 2-year follow-up on (B)(6) 2012, the aneurysm size was not measured due to the parent vessel occlusion. The occlusion rate of aneurysm was 100%. Mrs was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010, cilostazol 200mg/day: (B)(6) 2010 ~ (B)(6) 2011, heparin 5000u was administrated intra-procedurally on (B)(6) 2010. Prior to implanting the vrd, envoy (6fr, 90cm, type str, catalog number unknown), prowler select plus (606-s255fx, lot unknown) and transend ex soft tip (stryker, 200cm, 0.014inch) were utilized. Other devices utilized during the index procedure were, excelsior sl10 (stryker, type 45 degrees), ed coil extra soft (kaneka, 2.5mm x 6cm, 2.5mm x 4cm, 2.5mm x 3cm, 2mm x 3cm). During the procedure, trans-cell technique was utilized. No further information is available and procedural images are not available. Conclusion: approximately 21 months post enterprise vrd assisted coil embolization of a left intracranial vertebral artery aneurysm angiogram revealed occlusion of the vertebral artery. The physician reported that the relationship of the event to the procedure was unrelated and the relationship to the enterprise vrd was highly probable because more than 21 months had elapsed after the index procedure but it was the same location where the vrd was implanted. The patient has been followed-up, but it was reported that there is no additional available at this time; however, it is noted that the mrs score was 0 at the time the occlusion was noted. At index procedure, the (B)(6) patient presented with a ruptured dissecting aneurysm. The neck was 7.5mm with a neck to sac ratio of 7.5mm:7.5mm. The parent vessel size diameter proximally was 3.5mm and distally was 3.0mm. The mrs before the index procedure, and one week post procedure was 1 and the mrs score was 1 one month post procedure. The act was 169 seconds pre anticoagulation, heparin 5000u was administrated intra-procedurally, and the act was 313 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 96% after the index procedure. During the procedure, trans-cell technique was utilized. No further information is available and procedural images are not available. At the time of the 2-year follow-up on (B)(6) 2012, the aneurysm size was not measured due to the parent vessel occlusion. The occlusion rate of aneurysm was 100%. Mrs was 0. Antiplatelet therapy included aspirin 100mg/day initiated the day of the procedure and cilostazol 200mg/day beginning one day post procedure for approximately nine months. The stent remains implanted. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424663. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent occlusion is a known potential adverse event associated with the use of the enterprise vrd in the intracerebral vasculature as outlined in the instructions for use. Based on the available information the mechanism/cause of the occlusion cannot be determined; however, it is possible that patient and/or pharmacological factors may have contributed. With review of the available information there is no indication of any manufacturing or device performance issues impacting the event. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: envoy (6fr, 90cm, type str, catalog & lot unknown); prowler select plus (606-s255fx, lot unknown); transend ex soft tip (stryker, 200cm, 0.014inch catalog & lot unknown); excelsior sl10 (stryker, type 45 degrees catalog & lot unknown). Ed coil extra soft (kaneka, 2.5mm x 6cm, 2.5mm x 4cm, 2.5mm x 3cm, 2mm x 3cm catalog & lot unknown).

Event description:
This complaint is from a clinical study ¿(B)(4) pms enterprise¿ #117-05. The index procedure took place on (B)(6) 2010. The procedure was coil embolization assisted with vrd (enc453712/(B)(4)) of left intracranial vertebral artery. On (B)(6) 2012, angiogram revealed occlusion of left vertebral artery. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was highly probable because more than 21 months had elapsed after the index procedure but it was the same location where the vrd was implanted. The patient has been followed up but no additional information is available for now. The ruptured dissecting aneurysm neck was 7.5mm, and the neck to sac ratio was 7.5mm:7.5mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.0mm. Mrs before the index procedure on (B)(6) 2010 was 1, after the procedure on (B)(6) 2010 was 1, and on (B)(6) 2011 was 0. The act was 169 seconds pre anticoagulation and 313 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 96% after the index procedure.